Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated six falsely low quality control (qc) results and one falsely low patient result due to a misloaded tsh (thyroid-stimulating hormone) reagent pack. After properly loading another tsh reagent pack, the tsh qc recovered within customer's established limits. Customer stated that the erroneous patient result was not reported out of the laboratory since qc was also failing; the patient sample was sent to another laboratory where it recovered within the normal reference range upon repeat. After properly loading another tsh reagent pack, the tsh qc recovered within customer's established limits. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Customer data provided that tsh qc (two levels) failed three times in a row between 19:32 and 20:42 on (B)(4) 2012. The rlus (relative light units) on the failed qc samples and patient sample were all at the substrate blank level, indicating that no reagent was delivered. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. The reagent inventory indicated that the tsh reagent pack should have been in reagent carousel position #9; however, the pack was located in position #8, and position #9 was empty. Therefore, customer improperly loaded the reagent packs, resulting in failed qc and an erroneous patient result. The cts advised customer on how to dispose of the misloaded tsh reagent pack and properly load a new one. The cts then verified proper instrument performance to ensure that the troubleshooting guidance provided effectively resolved the instrument issue.

Manufacturer narrative:
The cause for this event is attributed to user error as customer did not follow the published reagent pack loading requirements. Customer has not called back to report any further issues relating to this event. (B)(4).